Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, date of event has been populated with on (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air back flow and hemostatic valve leak occurred. It was reported there was a leaky insertion valve. When the dilator was pulled out of the valve, first air and then blood came out. Where exactly the valve was broken/leaking could not be seen. Since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was quickly removed, it was not possible to estimate how much blood had leaked from the valve. There was no patient consequence, therefore, the patient did not require treatment. The procedure was continued with an agilis sheath.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air back flow and hemostatic valve leak occurred. It was reported there was a leaky insertion valve. When the dilator was pulled out of the valve, first air and then blood came out. Where exactly the valve was broken/leaking could not be seen. Since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was quickly removed, it was not possible to estimate how much blood had leaked from the valve. There was no patient consequence device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then an irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The reported event could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).